Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as poor technique and touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date in the same month, the patient was treated with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. Four days after admission, the patient was discharged from the hospital. Vancomycin was discontinued on an unknown date in the same month. It is unknown if the patient recovered from the event. Forty three days after the event onset, the patient was re-hospitalized for peritonitis. On an unknown day in that month, the patient was treated with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. Four days after admission, the patient was discharged. Eight days later, the patient was admitted again to the hospital for an unrelated medical condition. On an unknown date the patient was discharged. Vancomycin was discontinued on an unknown date in that same month. It was unknown if the patient had recovered from the peritonitis event. One hundred days after the event onset, the patient was again hospitalized for peritonitis. On that same day, pd therapy was discontinued and on an unknown date, the patient switched to hemodialysis therapy. Treatment details during this hospital stay was not reported. Two days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. As there was no report of recovery from the initial event, this report was deemed a relapsing peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.